Event description:
Notified by facility of a "blood leak" related to the investigation of the blood leak detector of the fresenius 2008h machine. As reported, an internal "blood leak" was observed after one hour of dialysis. Due to the leak, dialysis was stopped and the extracorporeal circuit of blood was discarded; ebl 250 ml. There was no reported pt injury and no medical intervention was required. MDR filed due to the reported blood loss. There is no maximum reuse number for this facility; dialyzer is used until the point of failure.